Event description:
It was reported that two months post implant, ventricular thresholds had increased. During the replacement procedure, the capture threshold was 3.75 v, 0.5 ms.

Manufacturer narrative:
.